Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-20866.

Event description:
It was reported that the insulin did not exit after a reservoir change. The caller stated that the insulin pump did not work either. The customer stated that she was at the hospital for another reason. She advised that she was treating her glycemia at the hospital. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump.